Event description:
It was reported that a flogard infusion experienced a constant occlusion alarm. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. An alarm log review and visual inspection were performed. The occlusion alarm was identified and the cause was determined to be an out of calibration safety slide clamp. A safety slide clamp shim was installed and calibrated to fix the reported condition. The pump passed all testing and was returned to the customer in working order.